Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was ventricular undersensing observed on the presenting rhythm leading to unnecessary pacing from the right ventricular (rv) lead. There was concern with pacing on the t-wave. The lead remains in use. No patient complications have been reported as a result of this event.